Manufacturer narrative:
(B)(4). The complaint device was not returned to fph (B)(4)d for evaluation. Without the return of the complaint breathing circuit, we are unable to confirm or determine the root cause of the reported leak. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. A leak in the breathing circuit is usually detected by an alarm on the ventilator. The user instructions that accompany the rt236 state the following warnings: -"check all connections are tight before use" -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" -"set appropriate ventilator alarms"

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt236 infant dual-heated evaqua low flow breathing circuit leaked at the swivel y-piece during use. No patient consequence was reported.